Event description:
Doctor reported, that he had a patient with a possible ring break in the mesh. The patient has something poking out in area of the mesh. No complications reported. The doctor is going to recommend explant of the mesh or possible explant of the ring only.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.